Event description:
Pt was hospitalized for a bacterial infection while enrolled in protocol tgc-0001 for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat to control bleeding during liver resection surgery. The pt underwent liver resection surgery in 2003. In 2003, the pt was admitted for a bacterial infection.